Event description:
A customer reported the probe was leaking after running a patient sample on the act diff 2 instrument. The volume of the leak is a single drop after each sample. No patient results were affected by this event.

Manufacturer narrative:
A field service engineer was not dispatched. A customer technical specialist (cts) assisted the customer over the phone. The probe wipe had a buildup of reagent so the cts walked the customer through cleaning the probe wipe on the instrument. The cts instructed the customer to run the startup cycle and the customer reported the leak was resolved. (B)(4). Customer resolved the issue.